Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during automated peritoneal dialysis (pd) therapy, the patient experienced a disconnection between the transfer set and the patient line. The caregiver reported there was ¿a pool of fluid under the patient¿. No damage to the transfer set was observed. The caregiver reported the connection was secure when therapy was started. The cause of the disconnection was unknown. The patient was taken to the hospital; however it was not reported if the patient was admitted. The patient was diagnosed with an unspecified infection and was started on unspecified antibiotics for four nights (no further details). The transfer set was replaced. Pd therapy was ongoing. At the time of this report, the patient was recovered from the infection. No additional information is available.